Event description:
Two hours after a coronary stenting treatment procedure, a thrombus occurred. Three taxus drug eluting stents were placed in the right coronary artery (rca). One taxus express2 8.8% 3.5 x 32 and two taxus express2 8.8% 3.5 x 16 drug eluting stents were placed overlapping each other. Two hours post-procedure the pt experienced chest pains. A thrombus in the rca was confirmed. The physician attempted to dilate the thrombus but was unsuccessful. The pt subsequently expired. In the opinion of the physician, the event was not related to the stents. Same case as MFR# 6000093-2004-00148 and 6000093-2004-00149.